Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 550cc silicone breast implants which this patient presented with bilateral capsular contracture; baker grade iii / IV and discolred post implant device on right side. Baker grade ii was found on the left side. Right side cap con bg iii/IV noticed in (B)(6) 2019 and confirmed by doctor on (B)(6) 2019. The right side device was explanted, and replaced with another device with serial number (B)(4), catalog number 3505504bc on (B)(6) 2019. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side. This report is for the left side.